Event description:
Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. Revision reported to be scheduled for (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 04/07/2014 - medical records received. Patient was revised to address stem loosening. Upon revision a pseudotumor was found. The femoral stem is now being added to the complaint. This complaint was updated on: 04/27/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 04/10/2014- plaintiff's preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/28/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.